Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using it. Technical support instructed the customer to contact them again if the malfunction recurred, and the customer acknowledged this instruction.